Event description:
Same case as MDR: 2134265-2014-02698; 2134265-2014-02811. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention procedure, an unknown ilab cart ultrasound imaging system was used in conjunction with an opticross imaging catheter. After image disappeared, the physician tried to perform pullback over two times but catheter was unable to be pullbacked hence automatic pullback failed. The procedure was completed by exchanging the catheter with another of the same catheter. No patient complications were reported and the status of the patient is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).